Event description:
The facility returned the device for service. During product evaluation, the baxter technician found a defective air in line printed circuit board. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 12, 2007. Evaluation summary:the reported condition was confirmed. During service, the baxter technician found a fail code 810:04 in the event history. This failure code is manifested as a result of the air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated.